Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported inform ii blood glucose results of 246 mg/dl and 118 mg/dl within 10 minutes: on (B)(6) 2014 at 1431 on meter uu13040433 a fingerstick read 246. On (B)(6) 2014 at 1435 on meter uu13040433 a fingerstick read 118. On (B)(6) 2014 at 1447 a lab was drawn and resulted back as 38 mg/dl. This is a (B)(6) year old female with unspecified type diabetes, presenting to the emergency department with symptoms of hypoglycemia. The patient was treated based on the lab results. No actions were taken based on the meter results. The patient is ok and was discharged on (B)(6) 2014. Strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.